Event description:
At approx 6:45pm the cna alerted the nurse that the resident had fallen from the hoyer lift. Per the 2 cnas assisting resident with hoyer lift transfer, while assisting the resident from the wheelchair to her bed via the hoyer lift, both leg straps on the hoyer transfer sling tore at the same time when the resident was lifted from the chair, and the resident slid to the floor. The cnas stated they tried to slow the fall as much as possible and the resident landed on her buttocks between the legs of the hoyer with her lower back on the left of the hoyer. Once the resident was on the floor, one cna stayed with the resident and the other cna got the nurse. The hoyer pad was inspected by the cnas prior to use and appeared in good working order with no defects.